Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl at the time of incident and current blood glucose level was 286 mg/dl. Customer¿s other blood glucose level was 256 mg/dl to 384 mg/dl and 600 mg/dl at the time of call. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer stated that they insulin pump had received insulin flow blocked alarm. Customer stated that the blood on the cannula. Customer reported that the bleeding stopped. Customer also reported that they did not receive medical treatment as a result of the site issue. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.